Event description:
As reported by the user facility: macrobubbles observed in arterial line of tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photographs were provided for evaluation. However, based on the site investigation conducted in the dominican republic, the reported air in line defect has been confirmed. A change control has been implemented to address the issue of air bubbles adhering to the tubing material following the transition to non dehp tubing. This update applies solely to the design documentation. No changes to the bill of materials (bom) or drawings at the dominican republic facility or its suppliers are included in this change. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.